Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for unexplained low blood glucose of 40 mg/dl. The customer's blood glucose reading at the time of the call was 387 mg/dl. Troubleshooting found that the drive support cap was normal and reviewed priming technique with customer. Customer indicated that there were air bubbles in the reservoir and would change the set. Customer declined further troubleshooting and indicated that they would call back for further assistance if necessary.